Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas alleging that on (B)(6) 2016 the patient was hospitalized for elevated blood glucose (bg) over 1700mg/dl with extreme drowsiness, extreme thirst, vomiting, difficulty waking up, confusion, kidney pain, and large ketones associated with a leaking cartridge. The patient reportedly discontinued insulin pump therapy and was treated in the hospital with insulin via injection. The patient had reportedly had an infection and was being treated with zithromycin. The patient had also reportedly had an appendectomy on (B)(6) 2016. During troubleshooting, it was reported that the patient had been using expired cartridges and the cartridge had leaked from the body of the cartridge on the day of the alleged bg excursion. The reporter noted that the pharmacy had given the patient expired cartridges. This complaint is being reported based on the allegation that the patient experienced severe hyperglycemia associated with a cartridge leak which was attributed to use error in using expired cartridges.